Manufacturer narrative:
The qc was acceptable. A general reagent issue was excluded. The alarm trace showed "sample foam detection" and "sample clot detection" alarms. The field service representative found some crystallization on the outer wall of the pre-washed probe. He fixed the issue. The investigation determined the issue was due to improper customer maintenance.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys cea result for 1 patient sample on a cobas e 801 analytical unit. The initial result was 10.8 ng/l, and the repeated results were 2.85 ng/ml and 2.90 ng/l. The repeated result of 2.90 ng/l was believed to be correct. The sample was repeated because the initial result didn't match the patient's clinical diagnosis. The patient's clinical diagnosis was not provided.